Manufacturer narrative:
(B)(4). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had a fracture of the second and third right metacarpal. The patient underwent surgery on (B)(6) 2014 for reduction with locking plate and screws. On (B)(6) 2014, the patient requests to be reviewed because of abnormal mobility. The x-ray shows fracture of the second metacarpal plate, and broken screw. Patient has abnormal mobility of the right hand. The alignment is okay so the doctor decided to keep the plate, and installed plaster antebraquiopalmar. Currently, the patient does physiotherapy to improve moderate rigidity of right hand. The patient is in the process of consolidation the fracture. This is report 1 of 2 for (B)(4).